Event description:
The chief perfusionist reported that a left ventricular assist device (lvad) pt with a history of methicillin-resistant staphylococcus ares (msra) infection in the driveline was admitted to the hosp for sepsis infection that progressed into multiple organ failure (mof). The pt required intubation and hosp personnel had difficulty controlling the international normalized ratio (inr). The device started to present increased flow rates and increased power consumption with decreased pulsatility index (pi) values. Waveforms and log file data submitted to the MFR for analysis revealed higher than normal pump current and high flows. As the pt's condition continued to decline, the device function presented with what appeared to be a thrombus within the device and the hospital made a decision to turn off the pump due to low flow alarms. Additional info submitted to the MFR indicated that the pt expired due to multiple organ failure (mof).

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.